Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
The patient had a perforation in the left anterior descending coronary artery. The graftmaster sealed the perforation. On the day following the procedure, the patient died of unknown complications. The cause of death is unknown.